Event description:
Reportable based on analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending artery ( lad ). The lesion was pre-dilated with a 3.0x15 non-bsc balloon catheter. The 4.00x16mm promus element plus stent was advanced to the lesion but was unable to cross. The procedure was completed with another with same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. Stent damage was also noted. A visual examination identified stent damage. Stent struts on various rows were misaligned and lifted. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).